Manufacturer narrative:
The mountaineer favored angled polyaxial screw [product code: 1883-18-324, lot no: alkc7k] was returned for evaluation. Visual examination confirmed that the returned polyaxial screw found the inner cap within the polyaxial tulip head had become rotated from its intended position. Additionally, visual analysis of the transition section between the polyaxial screw shank and the polyaxial ball confirmed that the screw shank had become cut off. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the polyaxial screw inner cap becoming rotated from its intended position cannot be positively determined. However, a potential root cause may be that the inner cap was subjected to a higher than anticipated torsional load resulting in the inner cap becoming rotated off its intended axis location. It should also be noted that visual analysis of the transition section between the polyaxial screw shank and the polyaxial ball confirmed that the screw shank had become cut off. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The complaint product is available for the investigation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrumentation using mountaineer system was performed for the patient with cervical spine trauma ((B)(6)-year-old male). After placing the screw in question at c7 right ps, the surgeon checked it by x-ray and then tried to insert the screw deeper with a driver. However, the driver was hard to fit in the screw head. After several attempts, the surgeon noticed that the collet inside the screw head was rotated to the position where a rod was unable to be placed, and tried to remove the screw. However, the tip of the driver was still unable to fit in the screw. Alternatively, the surgeon removed the screw head by cutting with a bolt cutter and left the screw shaft in the body. The instrumentation was all completed except for c7. Due to the incident, the procedure was delayed about 30 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.